Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an audio failure and speaker malfunction error message appearing on the monitor. The customer stated no sound was emitted when performing the audio test. No pt harm was reported.